Event description:
It was reported that upon opening a leak was found. No patient injury was reported.

Manufacturer narrative:
G5 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.